Event description:
It was reported that lifeband is not fitting tightly on the underside of the platform, as a consequence, when the platform is being slipped under the pt at lower back, the release lungs on the lifeband catch on the bed sheet and the lifeband becomes detached from the platform making it inoperable. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted if the device is rec'd and when it is evaluated. No adverse event reported.

Manufacturer narrative:
(B)(4). The autopulse platform in complaint was returned to zoll on (B)(6) 2013 for investigation. Investigation results as follows: visual inspection of the platform was performed and confirmed no damages. Functional testing including verification of continuous compressions was performed and the platform passed all testing. Internal visual inspection of the platform was also performed and showed no anomalies. A review of the archive did not detect any issues as well. Additional visual inspection of the lifeband component was then performed and confirmed the reported complaint of the lifeband being loose and not staying in place. Visual inspection of the lifeband assembly confirmed the following possible contributing factors to it being loose: the gap for the lifeband attachment was not in the proper position; it was found to be at 2mm and a loose screw was noted on the belt switch bracket. The complaint was confirmed based on visual inspection of the lifeband assembly, however a definitive root cause for the gap set and loose bracket screw could not be determined.